Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d4; g3; h2; h3; h6; h8 h6: proposed component code: tasp bottom- mechanical (g04) - provisional bottom - visual examination of the returned product found it to exhibit signs of repeated use and is fractured complaint was confirmed. - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. - reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. - a definitive root cause cannot be determined. - complaint is confirmed via product review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured provisional was noted following a sterilization wash. There was no patient involvement.